Manufacturer narrative:
Initial report indicate the fractured driver will be returned, but has not been rec'd to date. Investigation is in progress and a f/u medwatch report will be submitted upon completion.

Event description:
It was reported that during a revision procedure performed on (B)(6) 2013, the reform polyaxial driver tip fractured while inserting of a 7.5 x 50mm reform polyaxial screw. The tip of the driver was not able to be retrieved and remains in the head of the screw implanted in the pt. The screw was close to being fully seated on the bone above the pedicle. A rod and set screw was then introduced to tighten down the construct. A minor delay to the procedure was reported.